Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak), (unable to determine the cause of the endoleaks). Conclusion: lack of information (unable to determine the cause of the endoleaks).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm 6 months ago. The vessel morphology was not reported. The device remains in the patient and the delivery catheter was discarded. The patient had a fusiform aneurysm at zone3, size unknown. There were 3 talent taa stent grafts implanted into the lesion successfully without an endoleak. It was reported on an unknown date, there was a type iii endoleak from junction of 2nd tw4036 and 3rd tw4036. The patient was treated with another manufacturers stent graft and the type iii endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine. (Ref MFR# 2953200-2010-01940).